Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported event. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatch to the your facility to observe the facility's reprocessing technicians practices and provide training if necessary. To date the visit has not bee finalized.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for adhaeribacter after reprocessing. The facility utilizes a aer with rapicide pa to reprocess the scope. There were no associated patient infections reported. In addition, the user facility reported that the site also uses dura-zyme xl detergent from tech star medical for cleaning and disinfection. The endoscope channel being brushed during manual cleaning with a single use olympus brush model maj 1888 . The endoscope is wiped and suctioned with d zyme sponge at the bedside. The minimum effective concentration is being checked with every endoscope reprocessing, with the appropriate test strips and the results are recorded. An olympus mu1 leak tester is used for testing. The scope is stored in a in a tech star drying/ storing cabinet.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM) regarding the close case report. The OEM reported that the summary of the investigation findings are as follows: the organism identified, adhaeribacter sp. Is most likely of environmental origin. In the expert¿s experience, adhaeribacter sp. Has never been described in endoscope sampling and is environmental in nature. Deviations and inadequate conditions were observed during the sampling procedure review. Deviations were observed during the reprocessing procedure review. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to following: this organism is probably the result of environmental contamination that occurred during the sampling procedure due to the low number of colonies and unique species (microbiological analysis). Environmental contamination could have originated from staff due to improper sampling procedures or environmental conditions (sampling procedure review). While inadequate reprocessing is probably not the primary cause, it cannot be completely ruled out due to the deviations reported (reprocessing procedure review).

Manufacturer narrative:
This supplemental report is being submitted to provide probable root cause information. Updates to sections h6 and h10. Olympus submitted the sampling and culturing study interim report of the tjf-q180v on (B)(6) 2019. According to the report, a root cause of this case is following: insufficient reprocessing due to improper reprocessing procedure and/or contamination due to improper sampling are probable causes.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and additional information from the endoscopic support specialist (ess). The scope was sent an independent laboratory for ethylene oxide (eto) sterilization and returned to olympus for a device evaluation. A visual inspection was performed on the returned device and found black marks on the instrument channel from the entry of the biopsy port side. Multiple kinks and yellow stains were found inside the instrument channel from the bending section side. The suction channel was inspected and found black marks on the channel from the scope connector side entry. No damage was noted inside the channel from the control body side. Additionally, the image was inspected and the image of the scope is normal. The scope passed leak testing. As part of our investigation, on october 24, 2018, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the facility's reprocessing practices and provide training if necessary. The ess reported that during the in-service/observation there were no deviations found with the technician¿s reprocessing practices. However, there were deviations noted with pre-cleaning of the scope by the new nursing personnel. The nursing staff did not raise and lower the forceps elevator three times by turning the elevator control lever. The air/water channel-cleaning adapter was not used for flushing. Disposable water containers were used instead. The scope was transported to the reprocessing area in clear-ziplock style bag with the valves still attached to the scope. The customer does not use the maj-1555 biopsy valve. The ess recommended a follow up visit for additional training.